Event description:
It was reported to philips that the suite computer's service tool was unable to start. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse confirmed that the system had a software issue. Fse reinstalled the suite pc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) evaluated the system onsite and confirmed the reported problem. Upon further inspection, the fse identified a software problem with the suite-pc. The fse reinstalled the software on the suite-pc to resolve the issue. After that, the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.